Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (06/10/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with oral medications (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue; however, stated she took more food and/ or drink. About 3 days after the alleged issue begun, the patient claimed she felt symptoms of tired, blurred vision, frequent urination, thirst, dry mouth, chapped lips, numbness of the nape and nausea. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.